Manufacturer narrative:
Product event summary: analysis confirmed the keyboard lid was loose and needed repair. The programmer did not communicate with the analyzer. The programmer does communicate with a known good analyzer. It was also noted that the tabs on the power cord door were broken off.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067l rf head; product ID r2290 analyzer. (B)(4).

Event description:
It was reported the screw could not be retracted to check the analyzer. The analyzer is not connected. The analyzer was turned on to do a case/check/test and unable to fix. It was also reported the lid to keyboard needs to be repair. The analyzer and programmer were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.